Manufacturer narrative:
(B)(4).

Event description:
The rep further reported that the adaptor was explanted due to high impedances. The adaptor was replaced which solved the problem. The patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the adaptor was explanted last year. Additional information has been requested to find out why the adaptor was explanted, if it was replaced, and the outcome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Going forward, all new information will be reported under manufacturer report #3007566237-2016-01679.